Event description:
It was reported the patient experienced unintended stimulation after suffering a fall. Reprogramming did not resolve the issue. The physician placed the patient on steroid medication and ordered a CT scan. A physician consult is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.